Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that ""broken angled saw attachment. Saw came off during distal femoral cut. 1. Could the sawblade have had the potential for falling into the wound and/or cause harm to patient? As per the mps: yes 2. Were any debris/components left inside of the patient? As per the mps:no 3. Were any components of the device missing or disassembled when the issue occurred? As per the mps:no"" the event was not confirmed. Method & results: -device evaluation and results: not performed as the device(s) were not available for evaluation. -product history review: a review of the device history records could not be performed as no records were found for the reported lot number and the reported serial number is invalid. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot 35070119 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the exact cause of the event could not be determined because the product was not available for evaluation. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode.

Event description:
Broken angled saw attachment. Saw came off during distal femoral cut. Case type: tka surgical delay: 2 minutes. 1. Could the sawblade have had the potential for falling into the wound and/or cause harm to patient? As per the mps: yes. 2. Were any debris/components left inside of the patient? As per the mps:no. 3. Were any components of the device missing or disassembled when the issue occurred? As per the mps:no.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken angled saw attachment. Saw came off during distal femoral cut. Case type: tka. Surgical delay: 2 minutes. Could the sawblade have had the potential for falling into the wound and/or cause harm to patient? As per the mps: yes. Were any debris/components left inside of the patient? As per the mps: no. Were any components of the device missing or disassembled when the issue occurred? As per the mps: no.